Event description:
Surgeon did a head and liner exchange due to dislocation on patient's right hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.